Event description:
It was reported that the customer had low blood glucose levels of 34mg/dl. Customer's blood glucose level at the time of the call 143mg/dl. The customer also reported cracks to the reservoir compartment, in between the esc and act buttons as well as to the display screen. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The unit had minor scratched lcd window, and cracked reservoir tube.